Event description:
It was reported that this left ventricular lead was compromised during generator change. Lead exhibited failure to capture and high out of range pacing impedance with no root cause determined. As a result, lv lead was surgically abandoned, and new lead was successfully implanted. No additional adverse patient effects were reported.